Event description:
The event is reported as: the shards are flaking/falling off when opening the packaging. No patient injury or intervention reported.

Manufacturer narrative:
History record review, manufacturing process, failure analysis. Results: sample evaluation confirmed small burrs of tyvek and blister plastic on two of the packaging edges, these are remains of the cutting process after the package is sealed in the multivac machine. Other - failure analysis showed no change in material, manpower, method measurement, environment. Machine analysis showed parameter of welders and ffs machine was used during the production of the reported lot number were within validated parameter, however, in this case the cutting knives on the multivac machine, is not perfectly clean when the life of the machine knives is being depleted. Conclusions - other - the potential root cause associated with the failure mode are to be addressed with personnel skills to avoid cutting knives to deplete its operating life and detect tyvek/plastic flaking in the final device during packaging process. As a corrective action for process improvement, the life cycle of the cutters will be set before they start to fail.